Event description:
Subject is a 56 y/o white male with recurrent laryngeal squamous cell carcinoma. Subject was enrolled and randomized to arm b of (B)(4) : hnsalv trial: combining immunotherapy with salvage surgery and iort for treatment of persistent / recurrent head and neck cancers. On (B)(6) 2022, subject began week 1 (c1d1) pre-operative pembrolizumab (200mg) per protocol. Subject received week 4 planned ebrt (2x 2gy fractions) on (B)(6) 2022 and (B)(6) 2022. Per visit with dr. (B)(6) (rad onc) on (B)(6) 2022 , subject with swelling along the left neck and prescribed medrol dose pack ( (B)(6) 2022). On (B)(6) 2022, subject underwent MRI neck, which showed progression of the disease compared to prior MRI ( B)(6) 2022). After interdepartmental review, the subject's salvage surgery with iort was scheduled for earlier than planned. Surgery with iort was conducted on (B)(6) 2022 (week 5) to prioritize patient safety. Subject received cervical tracheal resection, iort, tubed alt, flexhd to neck, salivary bypass tube placement, peg tube placement and was discharged on (B)(6) 2022. On (B)(6) 2022, patient presented to ed with concern for wound dehiscence and purulent drainage from the flap site concerning for infection; mild erythema/pain and chills also endorsed by subject. Subject was admitted on (B)(6) 2022 (study team made aware of the event (B)(6) 2022). (B)(6) 2022 bacterial culture and direct smear of wound drainage revealed heavy growth of enterococcus faecalis, heavy growth of klebsiella oxytoca, and heavy growth of escherichia coli, (B)(6) 2022 blood culture with no growth on day one of five. Unasyn (3g q6h) initiated (B)(6) 2022. Additional bacterial culture and direct smear of abscess fluid/swab completed (B)(6) 2022 revealing light growth of gram-negative bacilli, light growth of stenotrophomonas maltophilia, and light growth of escherichia coli and light growth of enterococcus faecalis. Current plan of care includes ongoing local wound care, bid xeroform dressing changes, and ongoing unasyn treatment. The protocol treatment regimen was continued. Drug was not modified. Outcome: the subject continues to experience wound infection. Per investigators ((B)(6)) review of report source wound infection, attributions are as follows: relation to pre-operative pembrolizumab: unrelated; relation to ebrt: unlikely; relation to salvage surgery: definitely related ; relation to iort: unlikely, per treating physicians, dr. (B)(6) and dr. (B)(6).